Manufacturer narrative:
The pump gave an unexpected restart alarm and had memory loss after removal and installation of the battery due to a voltage leak on the interface board. No unexpected external ram error alarm was noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received external ram error alarm and unexpected restart alarm. The customer reported that the time and date were reset every battery change. The customer's blood glucose was unknown at the time of incident. The customer stated that a basal was not programmed before the alarm. The customer stated that the alarm did not occur during the rewind and prime sequence. The customer stated that the insulin pump was not store and was not in use for an extended period of time. The customer stated that the alarm occurred after inserting a new battery. The customer stated that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.